Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's monitor would not fully power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.